Event description:
The report received from the affiliate indicated that during a pta to the iliac artery, a pinhole-type leakage was noted in the balloon prior to dilating the balloon. There was no information regarding the completion of the procedure. The lesion was described as being neither calcified nor tortuous, and the length was noted to be 3cm. The reference vessel diameter was 12mm, and no anomalies were noted during prep of the device. There was no report of any adverse consequences to the patient. Additional and procedural information has been requested, but has not yet been forthcoming. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.